Event description:
It was reported st segment elevation with hypotension and severe bradycardia occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm wds was advanced, deployed and successfully released in the laa. After the closure device was implanted, the catheter was removed from the body and the physician administered 50 of protamine. Shortly after administering the protamine, the patient had developed st segment elevation, hypotension and severe bradycardia (high 20s). The physician ordered a temporary pacemaker tray to be prepped and immediately began to do a left heart catheterization. A discussion of potential causes was being discussed from air emboli to vasospasm, to stroke due to emboli, to protamine hypersensitivity. After a negative left heart catheterization, the physician completed a right heart catheterization which was also negative for blockage. The physician then gave the patient 200 micrograms of epinephrine to increase the heart rate. Spontaneously the rhythm normalized, the heart rate increased, and the blood pressure stabilized. The patient was transported to the intensive care unit (ICU). The patient was extubated and became alert and moving all limbs. It was suspected this patient had a hypersensitivity reaction to protamine. The patient was discharged the next day.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.